Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager in refrigerator was failed. The field service engineer (fse) asked the customer to log in and verify the failure code. The remote manager (rm) was not listed as failed at that time. To initiate recovery, the fse manually opened the rm latch using the key, which triggered the failure to register. The rm was then opened for inspection, and the fse confirmed that all cables were properly seated and applied conductive grease to the latch connections. Final testing was conducted using the hardware test application (hta), and the system passed all checks successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.